Event description:
It was reported the camera head had a connection error occur. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the phenomena pointed out by the customer was not reproduced. The cause of issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): chapter 9 when an abnormality occurs 9.2 identifying and dealing with abnormalities what to do when an error message appears on the endoscope screen if anything other than an error message is displayed, turn the power off and then on again. If functionality is not restored after restarting, contact olympus. Olympus will continue to monitor the field performance of this device.